Event description:
It was reported an issue with the pump modules is the need to recalibrate the rate where typically this was not the case in the past. This was reported by the customer to manufacturer representative on site. Additional information was received by the customer. Customer reports that during preventative maintenance, customer has had to calibrate the rate as devices were failing the rate test by being "too low" customer replaced the IV line to be sure that was not the issue. Some modules that failed the rate calibration required a bezel replacement. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an accuracy issues during preventative maintenance was not determined because no products or device logs were returned.

Event description:
It was reported an issue with the pump modules is the need to recalibrate the rate where typically this was not the case in the past. This was reported by the customer to manufacturer representative on site. Additional information was received by the customer. Customer reports that during preventative maintenance, customer has had to calibrate the rate as devices were failing the rate test by being "too low" customer replaced the IV line to be sure that was not the issue. Some modules that failed the rate calibration required a bezel replacement. There was no patient involvement.